Manufacturer narrative:
Since this device remains implanted, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on (B)(6) 2024. It was also reported that the patient had been hospitalized in april for a transcatheter aortic valve implantation (tavi) procedure, and the device was not deactivated during the procedure. Data in the latitude remote patient monitoring system show five events recorded on ( B)(6) 2024 with no therapy delivery. Technical services (ts) reviewed available device data and confirmed the noisy signals are compatible with electromagnetic interference (emi) related to the tavi procedure. No adverse patient effects were reported. This product remains in service.